Event description:
Patient was seen for a port check which led to scheduling her for a revision (removal of old port and insertion of new port), in which I was scrubbed in on the case. When the physician opened the chest pocket that contained the port, there was a constant drip of blood filling the pocket space. Once getting the port free of tissue, it was recognized that the blood was coming from one side of the dual lumen vortex port. Once the port was removed from the patient, I inspected the device and noticed a track in the left lumen that created a hole that allowed for the blood to drip out of the port. I back flushed the catheter that the port was attached to and saline squirted from the lumen with the hole in it. The hole had to have been created prior to us doing the revision, as we did not access it in any way. I am concerned that this was most likely the cause of the port no longer working and needing a revision in the first place.